Event description:
It was reported that the pump's control-iq algorithm was unexpectedly disabling automatic insulin delivery and reverting to personal profile settings. The blood glucose level provided was 190 mg/dl. A preliminary investigation by tandem's authorized distributor air liquide indicated that the pump was likely functioning as intended; however, the pump was returned. An investigation will be performed once the device is returned to tandem.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Manufacturer narrative:
Pump data log was reviewed on march 27, 2024 by tandem product surveillance analyst. The logs were reviewed for september 11, 2023. There were 4 instances in which the pump was not in a closed loop and each time it went back to closed loop and resumed insulin deliveries as normal. For 2 of those instances, the user stopped deliveries to change the cartridge. The other 2 instances were due to signal loss between the pump and the cgm sensor. Based on the review conducted, there is no evidence that the pump experienced a malfunction or failure.